Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated that the explant was performed because the patient developed a discharge at the connector site and a wound indurated swelling at the ins site. A revision of the cranial wound was performed on (B)(6) 2025 where the extension boots were tunneled superiorly away from all wounds. On (B)(6) 2025 a procedure of insertion of extension leads and ins, the extension leads were connected to the electrodes and an ins was inserted and secured within the pocket.

Manufacturer narrative:
Implant date is an estimated date (month and year valid).  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient originally recovered well after dbs surgery in may 2025 but has since developed infected seroma at the implantable neurostimulator (ins) connector site. They underwent a washout of the ins wound on (B)(6) 2025 and then an anterior cervical discectomy and fusion to have the entire system (ins, connectors, and wires) removed on (B)(6) 2025. The etiology was possibly related to the implant procedure and inadequate wound care. The issue was ongoing.